Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error, inflammation and fever the events of "inflammation with swelling fever " are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient representative reports patient has experienced "about one year after implantation pain, recurring inflammation with swelling fever and a general feeling of illness". The device has been removed. Left side.